Event description:
The customer reported an uncontained fluid leak of approximately two (2) ml from the right side of the coulter hmx hematology analyzer with autoloader. There was no report of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, face shield, and laboratory coat when the leak occurred.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) assisted the customer over the phone to troubleshoot the leak. The customer found the tubing through pinch valve pv42 was loose at the fitting and was causing a leak at the probe wipe. The customer replaced the tubing through pinch valve pv42 and the instrument ran without any leaks. (B)(4).